Event description:
It was reported to philips that the device had a battery failure. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a battery issue, but as the battery is not within the warranty period, the customer did not ask philips to inspect the battery and the customer declined further support/repair. The customer was advised their device was out of warranty and cannot be repaired. It has been concluded that no further action is required at this time.